Event description:
It was reported that when using the bd pyxis¿ medstation¿ es auxiliary, the drawers 3.2 failed and device was not on bus.the customer rebooted the device and attempted recovery, but the issue persisted. The customer stated that this malfunction occurred while dispensing the medication and caused a delay to the patient care. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 28-may-2021 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the drawer 3.2 was failed and detected on bus. A field service engineer removed the drawer cubies, cleared debris from the station, and shut down the station, secured all connections, rebooted the station, and successfully launched the hardware test application, verified that the cubies opened and closed correctly, and no error messages were observed. The system functioned as intended after the field service engineer repaired the device.